Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic") and genital haemorrhage ("abnormal bleeding(general)") in a female patient who had essure (batch no. 867588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6)2012 (bilateral salpingectomy)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received: reporter information updated. Previously reported ¿severe injuries¿ was replaced by new events: pain pelvic, abnormal bleeding(general), abnormal vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction, apareunia, nausea, dysmenorrhea, dyspareunia, lower back pain, abdominal pain, patient did not undergo an essure confirmation test. Essure lot number added. She underwent a bilateral salpingectomy (case upgraded to incident). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic/pain") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 867588-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's concurrent conditions included post-term pregnancy since 16-may-2011, pre-eclampsia (procedure-low transverse cesarean section.) Since 16-may-2011, cervicitis human papilloma virus since 20-aug-2012 and chronic salpingitis. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with surgery (B)(6) 2012 (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, nausea, dysmenorrhoea and dyspareunia outcome was unknown and the back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on 08jun2012, bilateral knees impression: normal examination of the bilateral knees. On 20aug2012, findings- no tumors of the cervix. On 30jan2012, pre and post operative diagnosis: pelvic pain. Procedure: 1. Examination under anesthesia. 2. Diagnostic laparoscopy. 3. Bilateral salpingectomies 01-feb- 2012, final pathologic diagnosis: bilateral fallopian tubes with focal mild unilateral chronic salpingitis. Mild interstitial chronic inflammation with occasional neutrophils is noted in the smaller of the two tubal structures. 30-jan-2012 findings: both tubes enlarged with swelling also along the tissues, essure plugs were in place. Both ovaries were normal. She did have some amentum adhered to the anterior abdominal wall. The patient tolerated the procedure well with good hemostasis. Surgical pathology report- clinical history- pelvic pain final pathlogy diagnosis bilateral tubes- bilateral fallopian tubes with focal mild unilateral chronic salpingitis. Comment- mild interstial chronic inflammation with occasional neutrophils is noted in the smaller of the two tubal structure clinical correlation is advised. Gross description specimen is submitted in formalin labeled bilateral tubes. It consists of two pink-tan tubular structure with imbricated end measuring 6.0 and 5.4 cm in length respectively and up to 0,6 cm in diameter. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.